Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain and discomfort in her leg, audible noises such as clicking or popping, loss of muscle mass and deterioration of soft tissue, and elevated levels of metal ions. **update: 11/16/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review.update 2/17/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient underwent an I/d for acute infection on (B)(6) 2014 and found metallosis and metal debris (no products removed). The patient went back to the or on (B)(6) 2014 for another I/d (no parts removed). She then went back on (B)(6) 2014 for another I/d and the head and liner were exchanged. The patient went back a 4th time on (B)(6) 2014 for another I/d and the head and liner were exchanged again. The head and liner placed on (B)(6) 2014 are not being reported as the patient was already infected. No infection is alleged at this time per litigation. Lab levels confrimed elevated metal ion levels. The stem is being added to the complaint.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: (device codes). Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.